Event description:
A malfunction on the customer's pump was reported, with no notable events occurring prior to the issue and the customer's blood glucose level not being adversely impacted. The customer reset the pump, which made it impossible to confirm the fault ID. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.